Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 57-61 mg/dl. Bg cause was not known. Customer required assistance from husband getting carbohydrates to consume to address the low bg due to the issue making the customer feel dizzy and fall and hit head on bed rail. Recommendation was made to consult with a healthcare provider to discuss diabetes management.